Event description:
It was reported that during an anterior mitral isthmus line ablation of the left atrium, an atrioventricular (av) block was induced. Subsequently, during radiofrequency (rf) ablation with the ablation catheter, a complete av conduction block occurred. The patient recovered to av-block 1 at the end of the procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files and images were returned and analyzed. Atrioventricular block was confirmed via image review. The reported event is about a clinical adverse event, it cannot be assessed through log file analysis. In conclusion, the reported clinical issue (atrioventricular block) was confirmed through image review. The clinical issue (atrioventricular block) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issues cannot be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.